Manufacturer narrative:
(B)(4). Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 3508 file number 26, due to software error. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone that the insulin pump¿s screen went blank then came back on with a medtronic logo. The insulin pump had alarmed a software error detected. The customer¿s blood glucose level was 130 mg/dl. Troubleshooting was performed. They delivered a normal bolus into the air and it was recorded in the daily history. Due to the alarm, they were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis. Customer requested a letter of analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.